Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. The 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced; however, several attempts were made to cross the lesion. As this was a proximal lesion, and the guiding catheter was very close to the lesion, there was constant interaction with the guiding catheter, and the stent dislodged due to that interaction. A snare was used to successfully retrieve the stent. After removal, it was noted that the stent was crumpled. A non-abbott sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.